Event description:
Pt experienced shaking and chills at conclusion of hemodialysis therapy and was transported to hosp for eval and treatment. Subsequent investigation led to discovery of yeast organism beneath o-ring and in o-ring groove of reused dialyzer.